Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited chronic high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. Programming changes were made. The physician will continue monitoring. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that continued high out of range shock impedance measurements greater than 125 ohms was observed. A lead fracture was suspected, however, was not confirmed. Additionally, it was reported that the patient suffered from heart failure and renal problems and was in the hospital intensive care unit recovering from a non-device related surgery. While in the hospital, undersensing was observed on the right atrial (ra) lead and resulted in pacing into atrial fibrillation (af). Programming adjustments were made to sensitivity and the undersensing was resolved. A system upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system will be planned for an unknown date in the future. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that while undergoing dialysis treatment, the patient went into ventricular fibrillation (vf). The device delivered several shocks, however, the shocks were unsuccessful in converting the rhythm and tachycardia therapy was exhausted. Cardiopulmonary resuscitation (CPR) was administered and the patient was stabilized. Continued high out of range shock impedance measurements greater than 125 ohms was observed post shock delivery. It was noted that the device was interrogated with a programmer and an unknown fault message was observed upon interrogation. Subsequently, the patient experienced another episode of vf later the same day and the rhythm was able to be converted with delivery of a single shock with shock impedance measurements of 106 ohms. Manual impedance testing in rv coil to can configuration noted measurements of 113 ohms. In triad configuration, high out of range measurements greater than 125 ohms were observed. The patient was transferred to another facility for potential lead replacement, however, to date, no procedure has been scheduled. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.